Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the interventional wire (enroute 0.014'' guidewire) was not advancing into the common carotid artery freely. Angiogram revealed a dissection distal to the enroute arterial sheath. The procedure was converted to carotid endarterectomy (cea). No adverse patient effect was reported as a result of the incident.